Manufacturer narrative:
The pod was received with the soft cannula deployed and formed needle retracted. The download data from the pod showed that the pod ran for 2548 pulses before being deactivated after reaching expiration time of 80-hours and triggering an 0x1c expiration alarm. The data showed that both priming sequences ran for an expected number of pulses and boluses were delivered by the pod before deactivation. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 36 and 48 hours. According to the patient, the pod's pink slide did not move forward indicating a needle mechanism failure. Symptoms reported include vomiting and being incoherent. The patient was treated with saline drip, insulin and other medications. It was also reported that their troponins levels were high which damaged his heart. The patient was released the following day. The pod was worn when seeking medical attention.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.